Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecied quantity of one-link non-dehp y-type microbore catheter extension sets would not flow. While the set was used with an infusion pump, an occlusion alarm sounded and the set was not flowing. When "disconnected at the y site, gush of fluid came out even though fluids were paused". When the pump was restarted, flow was noted and the set was reconnected with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.